Event description:
It was reported that the customer had been having issues with his sensors. His blood glucose was unknown at the time of reporting. The sensors are being replaced. The customer's father was also advised to contact his healthcare provider about adjusting his dosage. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.